Event description:
The user facility reported that during surgery with a davinci robotics, the patient sustained a minor burn. At a time the error log on the device were inspected and no errors were found. The device was being used with a non olympus approved device. Olympus followed up with the user facility via telephone and email to obtain more detailed information about the reported event but with no results.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. If additional information is received at a later time this report will be supplemented.